Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported multiple vt/vf episodes for ventricular oversensing and inhibition of biventricular pacing therapy was noted via remote transmission during a remote follow-up. The next morning, the patient presented in the emergency room for inappropriate therapy due to ventricular oversensing. The implantable cardioverter defibrillator therapies were turned off. The right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable post-procedure and was discharged.